Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25, that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient. On (B)(6) 2013, a patient generated results of 185 and 163 u/ml. Testing done in (B)(6) 2013, generated results of 7.3 and 9.1 u/ml. The customer states that the (B)(6) results are falsely elevated. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 14778m500 (list 02k91-25) because the customer verified that the reagent lot number used at their facility would not be available. An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. The issue was isolated to a single patient sample. A product malfunction was not identified.